Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation of the sample. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the layers are not separating correctly. Customer problem: customer reporting no distinct mononuclear layer when using product: 362760, lot: 2054828. Customer reporting layer separation issues.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-nov-2022. H6: investigation summary: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation of the sample. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the layers are not separating correctly customer problem: customer reporting no distinct mononuclear layer when using product 362760, lot 2054828. Customer reporting layer separation issues.